Manufacturer narrative:
Investigation is still ongoing.

Event description:
Per the field clinical specialist (fcs), during a transfemoral tavr procedure for a 26mm sapien 3 ultra valve, during insertion of the valve/commander delivery system through the esheath, the system became snagged on calcium and the esheath was split and torn in multiple locations. After many attempts to safely reposition and advance, the risk of vascular complication became too great and the decision was made to remove the delivery system and valve. Upon removal of the devices, a bent strut on the valve was observed. The physician attempted lithotripsy and more dilation at the site and a second valve/commander were safely delivered. The patient left the room in stable condition. It is believed that despite cta measurements and pre dilation, a combination of calcium and tortuosity in the iliac artery prevented the first valve/commander delivery system from being delivered through the esheath.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, 'during a tf tavr procedure for a 26mm sapien 3 ultra, during insertion of the valve/commander delivery system through the esheath, the system became snagged on calcium and the esheath was split and torn in multiple locations. After many attempts to safely reposition and advance, the risk of vascular complication became too great and the decision was made to remove the first commander and valve. Upon removal of the device, a bent strut on the valve was observed. 'Additionally, it was reported, 'it is believed that despite cta measurements and pre dilation, a combination of calcium and tortuosity in the iliac artery prevented the first valve/commander delivery system from being delivered through the esheath'. Per the training manual, 'system advancement force can vary due to angle of access and insertion, vessel diameter, tortuosity, and degree of calcification'. The presence of calcification and tortuosity can create challenging pathway during delivery system advancement, leading to resistance. In this case, it is possible that the difficulty was encountered during the delivery advancement through the sheath, so additional manipulation was applied to overcome the resistance. If excessive force was applied to manipulate the device, it can lead to the valve strut to interact with the sheath and/or calcification and result in the bent strut. These patients and/or procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A product risk assessment was previously initiated, and a CAPA has been initiated to capture further investigation and corrective/preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in frame damaged. As such, available information suggests that patient (calcification, tortuosity) and procedural factors (excessive device manipulation, high push force) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.